Manufacturer narrative:
(B)(4). The patient age was reported as ¿in 20¿s.¿ the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecific antibiotics (dose, frequency and route not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. On an unreported date pd therapies were discontinued and on an unreported date, the patient was switched to hemodialysis due to the peritonitis event. No additional information is available.